Event description:
The patient reported that their mesh started to erode and made their bladder bleed. The patient also reported that their mesh was broken and that it was removed on (B)(6) 2015. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).